Event description:
It was reported this drainage catheter fractured during preparation. Another drainage catheter was used to successfully complete the procedure. The patient's condition is good. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. Co is unable to determine the exact cause for this event. The co's directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."